Event description:
It was reported that during an interventional procedure of the mildly calcified, restenosed, left internal carotid artery(lica) a cutdown reversal approach was used with instent restenosis of a unspecified stent. The lesion was predilatated with a 6.0 x 40 mm viatrac without issue and the rx acculink stent delivery systerm (sds) was advanced to the distal edge of the stenosis, however, there was no distal flow after stent placement. It was noted by the physician that the restenosis was a stent within a stent and the rx acculink stent had pushed one of the stents distally. Several attempts were made unsuccessfully to remove the distal stent. The procedure was discontinued without further intervention. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of occlusion is a known observed and potential adverse patient event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.